Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / having intense pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, migraine, anemia, pap smear abnormal, diverticulitis and temporomandibular joint disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia."). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: impression: apparent bilateral fallopian tube occlusion secondary to essure devices. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / having intense pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, migraine, anemia, pap smear abnormal, diverticulitis and temporomandibular joint disorder. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia."). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: impression: apparent bilateral fallopian tube occlusion secondary to essure devices. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.